Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient¿s lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead and ipg were explanted and replaced. Effective therapy was restored post operatively.

Event description:
Related manufacturer reference number 1627487-2023-05052. It was reported that during an ipg replacement due to end of life on (B)(6) 2023, intra-operative testing recorded high impedances. Surgical intervention may take place address the issue.